Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the manifold vented tanks; o2 not being available. The device was in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse replaced the o2 transport cart kit to resolve the reported issue. The device was tested and found to be fully operational and was returned to service.